Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. The patient described the area as broken skin, red, and stinging. There was no alleged device malfunction contributing to the irritation. The patient contacted their physician regarding the skin irritation, but there is no indication that the physician made any recommendations. The outcome of the skin irritation is unknown.